Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation, the physician noticed that during the aspiration of the sheath, he was not able to get the sheath free of air. He noticed that he was still sucking air, which was visible through the flushing port of the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the handle of the sheath. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified the hemostatic valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection additionally revealed a tears in the inner and outer hemostatic valves, creating a leak path.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation, the physician noticed that during the aspiration of the sheath, he was not able to get the sheath free of air. He noticed that he was still sucking air, which was visible through the flushing port of the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device was returned for analysis. There were no other abnormalities noted during preparation of the sheath other than what was reported. No devices were inside the sheath at the time of aspiration. Irrigation was not yet connected. No air was seen in the patient.